Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Medical record was provided for review. Medical record alleges that, patient was implanted with power port clear vue isp implantable port for chemotherapy of metastatic colon cancer via right internal jugular vein under ultrasound guidance. Approximately two months later, patient came to the emergency department with a complaint of a port infection and was started on antibiotics a week ago. Port infection in immunosuppressed patient with colon cancer started recently on chemotherapy. Port placed about a month ago, had approximately two chemotherapy sessions initially noted infected at the beginning of the month, failed outpatient oral antibiotic. It was further reported that patient developed cellulitis over the port. Subsequently, the port was removed three days later and sent tip for culture which was confirmed to be positive for staphylococcus aureus. Therefore, it can be confirmed that the patient had staphylococcus aureus bacterial infection and cellulitis. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) , 2023, a patient underwent the port placement procedure, via right internal jugular vein for the chemotherapy of colon cancer. Approximately two months and four days later on (B)(6) , 2023, the patient was diagnosed with staphylococcus aureus infection which was confirmed through blood culture. It was further reported that patient was diagnosed with cellulitis over the port. Subsequently, the port was removed on the same day. Further, a new port was implanted on (B)(6) , 2023. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. The current status of the patient was unknown.